Event description:
Refrence number (B)(4). Event occured in united states. It was reported that the patient experienced an adhesive malfunction event on (B)(6) 2026, as the customer stated that infusion set tape not sticking at site. The patient replaced infusion sets and resumed insulin successfully. No further information is available.